Manufacturer narrative:
There are no reported injuries associated with this incident. The investigation is ongoing; investigation not yet completed. A follow up report will be submitted once the investigation is completed.

Event description:
Ultrasonics not working on bay 2 of the system 83 plus 9 washer-disinfector. During preventive maintenance the service technician possibly splashed water on the generator board that may have caused the malfunction. This incident is under investigation.